Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the medium-large clip applier instrument was used for a surgical task and was unable to clip. The instrument was observed to be crooked. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
Refer to h10/h11 for follow-up information.